Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: japan lifeline ep star catheter. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi)/cavotricuspid isthmus (cti)/superior vena cava (svc)/right ventricular outflow tract (rvot) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis, blood transfusion, and surgical intervention. After ablation, a pericardial effusion was confirmed via soundstar eco catheter. Pericardiocentesis was performed and yielded an unspecified amount of venous blood. Blood products were transfused. Patient required further interventions. Right ventriculography did not reveal the location of the injury. Surgical intervention (thoracotomy) revealed that the catheter had penetrated the cardiac muscle around the rvot. There is no information regarding extended hospitalization. Patient outcome has improved. It was noted that the smarttouch sf catheter and japan lifeline ep star catheter were inserted into the rvot. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle. Generator was set on power control mode. There is no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure. There was no physical damage to the smarttouch sf catheter.